Event description:
Customer called on (B)(6) 2011, reporting of a leak of diluted blood coming from the aspiration area of the unicel dxh 800 coulter cellular analysis system. Customer stated that there was no report of exposure or injury as a result of the leak. No affect to patient results or treatment was also attributed to this event. Field service engineer (fse) was dispatched and noticed a leak coming from the probe area due to wash collar binding. Fse adjusted the lines on the wash collar to correct the problem and no leaks or errors were observed. Root cause for the leak is attributed to binding of the tubing associated with the probe wash collar.

Manufacturer narrative:
Results: wash collar tube binding. (B)(4).